Manufacturer narrative:
A ge oec service rep investigated the issue and found corrupt debug files. The debug log file was renamed to restore functionality. The system was tested and found to be functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not boot up.